Event description:
It was reported that the device failed culture test three (3) times during a routine micro testing. According to the reporter, there is no patient involvement on this reported event. There is no patient infection associated on this event, no patient harm, no user injury reported .

Manufacturer narrative:
The customer provided the culture results as follows: device was tested three (3 times) with test dates below. Culture test after scope reprocessed on (B)(6) 2022- one (1) colony of pseudomonas aeruginosa isolated- this final results printed out on (B)(6) 2022. Culture test on (B)(6) 2022- one (1) colony of enterobacter cloacae isolated. Culture test on (B)(6) 2022- one (1) colony of pseudomonas aeruginosa isolated (scope reprocessed and retested on (B)(6) 2022) . The device was then sent to service business center (sbc) olympus australia for device evaluation after the scope was reprocessed and cds. Device inspection and evaluation, the following findings are as follows: bending rubber adhesive is worn. Bending angle does not meet specification. Bending section is heavy when angulated. Distal end insulation test has failed. Air/water mouthpiece at (scope connector) s-connector is loose. Number of uses: 312. Due to a chip on c-cover, insulation resistance value at distal end does not meet the standard value. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to deformation of bending tube, bending angle in up direction exceeds the standard value. Olympus sbc recommends the following repairs to customer: major overhaul. Scope connector (sc-case) unit replacement. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Although the detected locations were unknown, the same bacteria, pseudomonas aeruginosa, was detected in the first microorganism test and following additional test results. Therefore, reprocessing was likely conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.